Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating large air bubbles in reservoir. Customer's blood glucose was 229 mg/dl. Customer reported that insulin was room temperature and insulin pump was not rewound with reservoir in place. Customer did not want to take reservoir out of insulin pump as it was a past event, therefore declined troubleshooting. Customer had questions regarding air bubbles and was assisted.